Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367863. Batch no. 9065814. Per email: I wanted to make you aware of an issue with the 7 ml edta, purple top tubes we recently ordered. The labels are not fully adhered to the tubes and are therefore sticking to each other in the packs. It seems the entire lot # 9065814 is affected. We can certainly use the tubes, but I thought this was important information to pass on.

Event description:
It was reported that 60 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367863 batch no. 9065814 per email: I wanted to make you aware of an issue with the 7 ml edta, purple top tubes we recently ordered. The labels are not fully adhered to the tubes and are therefore sticking to each other in the packs. It seems the entire lot # 9065814 is affected. We can certainly use the tubes, but I thought this was important information to pass on. How many shelf packs were affected? 60 packs of 100 7ml purple top edta tubes. What date was this discovered on? We started using these tubes and noticed the peeling labels on (B)(6) 2019.

Manufacturer narrative:
The date of event and event description have been updated. The following information has been updated: date of event: (B)(6) 2019. Describe event or problem: it was reported that 60 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367863 batch no. 9065814 per email: I wanted to make you aware of an issue with the 7 ml edta, purple top tubes we recently ordered. The labels are not fully adhered to the tubes and are therefore sticking to each other in the packs. It seems the entire lot # 9065814 is affected. We can certainly use the tubes, but I thought this was important information to pass on. How many shelf packs were affected? 60 packs of 100 7ml purple top edta tubes. What date was this discovered on? We started using these tubes and noticed the peeling labels on (B)(6) 2019.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: material no. 367863 batch no. 9065814. Per email: I wanted to make you aware of an issue with the 7 ml edta, purple top tubes we recently ordered. The labels are not fully adhered to the tubes and are therefore sticking to each other in the packs. It seems the entire lot # 9065814 is affected. We can certainly use the tubes, but I thought this was important information to pass on.